Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing. No intervention was made, the clinic would continue to monitor the lead. No patient symptom was reported.